Event description:
It was reported by the patient's daughter that the patient fell and had bruising by the pacemaker. The patient also had pain in the the arm and shoulder. A decreased heart rate was noted. The device remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.